Manufacturer narrative:
Bipolar cautery was reportedly used during explant surgery.

Event description:
The recipient underwent explant surgery due to a suspected cholesteatoma, however, there was no evidence of a cholesteatoma during surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, this device was received in a no-lock state, which is attributed to a short from the power node to the case ground at the analog chip. It is believed that the electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.